Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited myopotential over-sensing. Programming changes were suggested but no intervention was performed. There were no patient consequences.